Event description:
As reported during an unknown procedure on (B)(6) 2022, the bard/davol optifix straight fixation device deployed 3 broken fasteners at first. It was reported that the device deployed 10 fasteners properly and again deployed one broken fastener. There was no reported patient injury.

Manufacturer narrative:
As reported, the optifix straight fixation device deployed broken fasteners. The subject device was not available for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿